Event description:
It was reported that the pacemaker recorded an rcd (red call doctor) icon. Technical services (ts) assisted in reconnecting the communicator. It was determined the rcd icon was for a high out of range pacing impedance on this right ventricular (rv) lead, greater than 2000 ohms. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.